Event description:
During the final accuracy testing during service, failure code 703:00 occurred. The hospital representative stated they have no record of any patient incident.

Manufacturer narrative:
The pump is in the process of being evaluated.